Event description:
It was reported to adac that it appears incorrect magnification is applied to source/point input from brachytherapy module when mag values are different for respective films. System applies a mag factor = 1.00 to input. There is a concern that this could affect point doses and treatment time determinations.